Event description:
Refer toadditional for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: date of report, concomitant medical products , PMA/510k, and if follow-up, what type. (B)(4). - intuitive surgical, inc. (Isi) has received the part(s) involved with this complaint and completed investigation. Failure analysis (fa) investigation was not able to reproduce the reported failure but confirmed the error occurred in the field error logs. Sine cycle was performed without any issues. Tests performed via matlab passed. The following parts will be replaced as a precaution: esmb pc main wire harness. Visual inspection was performed. The gimbal grip pads were found to be worn out during evaluation. The gimbal grip pads will be replaced. The mtm2 is no trouble found (ntf). If additional information is received, a follow-up MDR will be submitted.

Manufacturer narrative:
Isi has received the mtm monitor for evaluation, but has not yet completed failure analysis investigations. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted once the mtm has been evaluated and/or if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced a non-recoverable fault while two instruments were stuck grabbing tissue. The stapler was released using the release knob and an instrument release kit (irk) was used on the bipolar instrument. Technical service engineer (tse) reviewed the logs after all instruments were removed and found error 40006, which pointed to the master tool manipulator right (mtmr), and had the customer reboot the system. The system powered on and would not completely home. Customer said the master tool manipulator left (mtml) was moving continuously on its own. Tse had the customer reboot the system and emergency power off (epo) the patient cart and cycle all the breakers. System powered on with no change; mtml was continuously moving on its own. A 22005 error was noted in the logs for the mtml. Customer brought in another surgeon console from another room and connected it to the system. System powered on and homed with no issues. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the isi technical support regional manager and obtained the following additional information: the customer asked if they would be able to use a console from a different system. Tse confirmed the console was compatible with the system and mentioned that they could use the console if they choose. All troubleshooting steps were completed. It is unknown how far along the procedure was before the issue occurred. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Error 40006 was verified in the logs and the reported problem was reproduced. Mtm was replaced due to the error. The system was tested and verified as ready for use.